Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that during withdrawal of device air was observed in the proximal end of the sheath. No leakage was observed. Aspiration was performed. The procedure had already been completed successfully with the sheath when air was found. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. The sheath passed all leak testing and microscopy did not reveal any damage to the valves. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem was detected, the sheath passed all leak testing and microscopy did not reveal any damage to the valves.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that during withdrawal of device air was observed in the proximal end of the sheath. No leakage was observed. Aspiration was performed. The procedure had already been completed succesfully with the sheath when air was found. No patient complications occurred. The device is expected to be returned for analysis.